Event description:
A pt underwent a therapeutic procedure or hemostasis within the colon. The resolution clip deice would not deploy. A previous attempt to utilize another clip within the colon was also unsuccessfully; please note associated medwatch report: #: 6000048-2006-00260 (attached). The procedure was successfully completed with another of the same device. The pt did not sustain any reported complications or ill effects as a result of the deployment issue. The pt condition is reported as 'fine'.